Manufacturer narrative:
The event as described is deemed a serious injury. This complaint has been reviewed and evaluated based on the risk analysis and related risk documentation in the convatec master harms list and determined to have the following severity rating for the reported event. Severity rating: 4" (may result in serious injury or deterioration in state of health, necessitating medical or surgical intervention; possible permanent impairment of a bodily function or permanent damage to a body structure). It is reported that the product has been discontinued from use, and the rash was healed in two days as a result. No additional patient/ event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow up report will be submitted. Reported to the FDA on (B)(6) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that end-user has been using this product for 4 years, and has recently developed a red itchy rash under wafer's tape border only.